Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device also was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer tried to treat with an insulin bolus and noticed the buttons were not working. Blood glucose value is 265 mg/dl; customer has not treated due to the issue. Customer stated that the screen is not completely blank and that it is not frozen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.